Event description:
The event is reported as: during intubation, the intervention became difficult because of a defect during inflation on the balloon. At inflation the pilot balloon, the air diffuses poorly on the balloon at the end of the tube. When trying to deflate the balloon, the balloon deflated with difficulty. It was confirmed that the issue was detected prior to pt use. No report of pt injury.

Manufacturer narrative:
The device history record (DHR) review was conducted for the reported lot number. The DHR investigation did not show issues related to the complaint.